Event description:
It was reported the patient¿s ipg was explanted and replaced on (B)(6)2019 due to drainage at the ipg site. No infection was present. Reportedly, patient is doing well and effective therapy was restored postoperatively.